Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported patient was brought to emergency room in cardio-respiratory arrest and died. An EKG was done at the hospital and the physician requested analysis of the device because no pacing spike had been observed. Device was interrogated after explant, and showed no anomaly. Some episodes recorded in device memory at the reported time of death seemed to be ventricular fibrillation. The physician commented after the device interrogation that "if the interrogation indicates no anomaly, then he had no concern regarding device functionality." The cause of death has been requested and not received.

Event description:
It was reported patient was brought to emergency room in cardio-respiratory arrest and died. An EKG was done at the hospital and the physician requested analysis of the device because no pacing spike had been observed. Device was interrogated after explant, and showed no anomaly. Some episodes recorded in device memory at the reported time of death seemed to be ventricular fibrillation. The physician commented after the device interrogation that "if the interrogation indicates no anomaly, then he had no concern regarding device functionality." The cause of death has been requested and not received. It was reported patient was brought to emergency room in cardio-respiratory arrest and died. An EKG was done at the hospital and the physician requested analysis of the device because no pacing spike had been observed. Device was interrogated after explant, and showed no anomaly. Some episodes recorded in device memory at the reported time of death seemed to be ventricular fibrillation. The physician commented after the device interrogation that "if the interrogation indicates no anomaly, then he had no concern regarding device functionality." The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported patient was brought to emergency room in cardio-respiratory arrest and died. An EKG was done at the hospital and the physician requested analysis of the device because no pacing spike had been observed. Device was interrogated after explant, and showed no anomaly. Some episodes recorded in device memory at the reported time of death seemed to be ventricular fibrillation. The physician commented after the device interrogation that "if the interrogation indicates no anomaly, then he had no concern regarding device functionality." Follow up revealed the physician concluded the patient had vf which resulted in patient death. The patient had last been seen in the clinic (B)(6) 2010 and had been pacemaker dependent - paced 97% in the ventricle.